Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: dtba1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had low impedance and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.